Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, a 14f amplatzer torqvue sheath 45x45 was selected to implant a device. During the procedure, sheath insertion in the delivery sheath became damaged. The proximal to radiopaque band was damaged and did not have a smooth transition. A new 14f amplatzer torqvue sheath 45x45 was attempted. The second delivery sheath also became damaged and dilator was splayed apart when removed. A non-abbott device was then inserted successfully and a third 14f torqvue sheath 45x45 was inserted thru the non-abbott device that successfully completed the procedure. The patient is stable.

Manufacturer narrative:
An event of dilator been slayed apart and sheath being damaged was reported. The investigation at abbott found that the tip of dilator was damaged split torn. No anomalies were found with the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined, however could possibly be related to the damage during use. Abbott is performing further investigation to monitor this issue.